Event description:
It was reported that during the infusion, the q-site part of the q-site triple catheter broke, causing blood loss.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.